Manufacturer narrative:
Permobil received report claiming the end-user reported having fallen out of their seating on 3 separate occasions; in conjunction with one of the seat functions not operating properly and the service provider being unable to identify the alleged problem. A permobil representative met with the end-user and dealer to inspect and evaluate the device, and to interview the end-user regarding the reports of falling. Inspection shown the device to be fully operational with no indications of a malfunction or deviation in operation having occurred. It was determined the alleged issues were the result of the end-users misunderstanding of the seat function operation. Inquiries were made as to where and how the reported falls occurred. The end-user reported having lost balance while attempting to perform a stand and pivot transfer from the device to a commode. During one of these falls, the end-user was reported to have sustained a cut on their toe. End-user claimed having sought a medical evaluation from their physician, but was not forthcoming as severity of the injury or the results of the reported evaluation. No allegations or claims were made that a device failure or malfunction contributed to reported falls. Further product training has been provided to the end-user to ensure proper operation and transfer techniques are being performed. The DHR was reviewed and unit was built according to specification prior to distribution.

Event description:
Reports while end-user was in process of transferring, they reportedly lost their balance and fell. As a result of the fall it was reported they had cut their toe to which they sought a medical evaluation from their physician.